Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer complaint of blood results reading "hi." Performed blood test at the time of the call, result was hi. Back to back blood test using a capillary blood sample resulted in hi and e2. Reviewed the meter memory: on (B)(6) 2014 -5:28am-hi; (B)(6) 2014-1:09am -221mg/dl. Customer does not know what his range is since he has not seen his dr as yet.

Event description:
Consumer complaint of blood results reading "hi". Performed blood test at the time of the call, result was hi. Back to back blood test usinga capillary blood sample resulted in hi and e2. Reviewed the meter memory: (B)(6) 2014-5:28am-hi; (B)(6) 2014-1:09am-221mg/dl. Customer does not know what his range is since he has not seen his dr as yet.